Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient reported a fluid leak was found in the cycler while attempting to reset-up. The patient stated she is doing well and suffered no adverse effects since leak. She stated that once the leak was identified she disconnected immediately. She also stated she notified her physician of the incident however prophylactic antibiotics were not administered. Sample is not available.